Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that dr was performing a hepatic cyst removal. I was called into the room to a psee60a stapler jam. She had already removed the stapler with using the manual release lever to remove from patient. When I entered the room we opened another stapler. The had opened white echelon 60 reloads (ecr60w) for this procedure. She fired again on the cyst and the stapler jammed/stopped. I instructed her to press the reverse button and it worked and she removed the stapler. Upon inspection, we notice that the inside of the anvil on both staplers had been bent in where the I beam follows done the device. We discussed and we agreed to move to a thicker reload and wait the full 15 seconds each time she needed to fire. The rest of the cyst resection was completed without incident. The procedure was finished and patient is doing well. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Medical device: batch # r58y1l. Investigation summary: the analysis results found that one psee60a device was returned with the anvil knife slot damaged and with no reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.